Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint; only typical usage was observed. A review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2014 and the last bolus delivery occurred on (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The allegation of an inaccurate delivery issue could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the reporter contacted animas alleging an unspecified inaccurate delivery issue with the pump. Troubleshooting did not find any delivery defects, however, the pump was replaced. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.